Event description:
An ophthalmologist reports that one day following cataract surgery, a pt presented with increased intraocular pressure (iop), corneal edema, and descemet's fold. The pt's intraocular pressure has returned to normal and the cornea is now clear. However, there has been significant decrease in the pt's endothelial cell count. The relationship between this report and the viscoelastic used during the procedure is not known.